Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. Additionally the trunk connector was cracked but was still able to latch and did not affect essential performance of the belt. The root cause for the open wire was excessive force.   No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing a service code 204 (belt/monitor unusable).